Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility checked the ventilator and found no fault. Provided ventilator logs confirms the reported alarms for high inspiratory pressure. The root cause of the event has not been determined.

Event description:
It was reported that the ventilator generated inspiratory pressure high alarm during patient treatment. There was no patient harm. Manufacturer ref.#: (B)(4).